Event description:
It was reported that while testing for sars-cov-2 on the bd sars-cov-2 reagents for bd max¿ system, a false positive result for the n1 target was produced. The clinician questioned the result and confirmatory testing was performed, with the result returning as negative. There was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "customer initially obtained a positive result on a patient sample (positive for the n1 target). The result was questioned by the physician and the sample was repeated (from the original viral transport specimen, and the result was negative. Customer performed environmental sampling on (B)(6) 2021 and all swipe tests were negative for contamination." "Additional sample information collected by follow up: initial run 2912-a3 positive n1; repeat run 2914-b11 negative. Initial run 2915-b3 positive n1; repeat run 2916-b9 negative. Initial run 2929-b10 positive n1; repeat run 2931-b11 negative."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : the complaint investigation for discrepant results when using the bd sars-cov-2 reagents kit (ref. (B)(4) ) lot 1243604 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents indicated that lot 1243604 was manufactured according to specifications and met performance requirements. Customer reported false n1 positive results on three patient samples initially tested in runs 2912, 2915 and 2929 and gave a n1 positive result. According to customer, the samples were retested in runs 2914, 2916 and 2931 and gave negative results for both n1 and n2 targets. Customer provided database from instrument ct1264 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents instruction for use. Manual pcr curve adjudication was performed on these three samples and it revealed late and low, but true, n1 positive results. Retests showed no anomaly and no amplification of any target. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. However, bd is unable to confirm the exact cause of the issue, but no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 reagents kit lot 1243604. The root cause was not identified. However, positives samples at the limit of detection of the assay or a through environmental or cross contamination introduced during the sample preparation at the customer¿s site can explain the customer discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no reagent issue was identified. H3 other text : see h10.

Event description:
It was reported that while testing for sars-cov-2 on the bd sars-cov-2 reagents for bd max¿ system, a false positive result for the n1 target was produced. The clinician questioned the result and confirmatory testing was performed, with the result returning as negative. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "customer initially obtained a positive result on a patient sample ( positive for the n1 target). The result was questioned by the physician and the sample was repeated (from the original viral transport specimen, and the result was negative. Customer performed environmental sampling on 11/10/21 and all swipe tests were negative for contamination.". "Additional sample information collected by follow up: initial run 2912-a3 positive n1; repeat run 2914-b11 negative. Initial run 2915-b3 positive n1; repeat run 2916-b9 negative. Initial run 2929-b10 positive n1; repeat run 2931-b11 negative".